Manufacturer narrative:
H6: investigation summary a complaint of a leaking filter was received from the customer. One sample was returned for investigation. The set was primed and leakage at the filter was observed. Liquid as coming out of both filter vents. The customer complaint was confirmed. A device history record review could not be performed because a model or lot number was not provided by the customer. The sample was sent to the supplier for investigation. Due to the appearance of the vent membrane coupons and hydrophobic properties being able to be restored in the sample, it has been deemed by the supplier that the vent membrane coupons have been wetted out by the use of fluids at the end user. Due to the root cause being deemed as not being a manufacturing cause, there will be no further actions taken at this time. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tubing leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that an unknown tubing set was returned. The customer was unable to provide any additional information or details except that tubing most likely was returned for leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that an unknown tubing set was returned. The customer was unable to provide any additional information or details except that tubing most likely was returned for leakage.